Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level remained within normal range and did not exceed 500 mg/dl. The customer would perform the loading process to address the issues.